Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Boston scientific technical services (ts) suggested to program the output and to check if the lead had moved. Additional information indicated that the suspected cause of high threshold was the lead's placement. In addition, there was an acute rise in the ventricular threshold the day after the lead was implanted and the patient complained of chest pain. There was no effusion noted in echo but physician decided to replace the lead. This rv lead was explanted. No additional adverse patient effects were reported.